Event description:
It was reported that pump housing around usb port was damaged, which affected ability to charge pump and meant pump could no longer be considered watertight, with cause believed to be normal wear and tear and no confirmed shutdown due to the issue. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, agreed to place pump in storage mode before return, and was informed to reenter pump settings and reconnect continuous glucose monitor to replacement pump, while technical support arranged shipment of replacement pump, and instructed return of damaged pump using prepaid label within 10 days.